Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "would not release from tissue, had to use emergency release key". Functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. A review of the dsp log showed that, after the last firing, the stapler did not have an unclamp event. The use of a stapler release key (srk) was found in the logs. Additional observations not reported by the site that were not related to the customer reported complaint include the following: the instrument was found to have failed initialization during in-house testing. The instrument was in a forced expired state due to the use of the srk on the instrument. After force resetting from the expired state, the instrument was placed on an in-house system and still failed initialization. Root cause of this issue is a component failure. The instrument was found to have a jammed I-beam assembly when trying to manually extend it. No damage was found to the drive cables. This failure caused the failed initialization. Root cause of this failure is attributed to a component failure. The instrument was found to have a firing failure based on log review. The root cause could not be determined. A sureform 60 blue reload was also returned and failure analysis was performed. The reload was found to have the knife exposed within the knife track. No damage was found to the blade. The reload was found to have a firing failure based on log review. The root cause of exposed component reload is typically attributed to the mishandling/misuse. A review of the site's complaint history revealed no other complaints related to this product from any other event. A review of the instrument log for the sureform 60 associated with this event has been performed. Per logs, the sureform 60 was last used on (B)(6) 2021 on system sk2579. The instrument had 8 lives remaining. This complaint is being reported based on the following conclusion: the sureform 60 stapler failed to unclamp when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the stapler would not open and the customer was getting a "tissue too thick" message. The customer stated that they were trying to remove the sureform stapler by turning the knob, but it was not working. The technical support engineer (tse) viewed system event logs and found error 26008 indicating manual grip release misuse. The tse informed the customer that an error will need to be created in order to release the tissue. Tse had the customer press the emergency stop button and then turn the knob. The customer stated that they were able to remove the instrument. The tse advised the customer to RMA the instrument due to using the instrument release knob. The operating room (or) staff was proceeding with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Advanced failure analysis (afa) performed additional evaluation on the sureform 60 stapler instrument and identified the following: afa confirmed that the instrument had a "tissue too thick to continue firing" failure at 59% completion, but no unclamp event followed the firing failure. Instead, the msc logs showed the system detected use of the manual release knob (mrk) following the firing failure. The user did not press the emergency stop (e-stop) button prior to using the mrk, according to the msc logs. The I-beam could not be fully extended manually via the bevel gear, assembly got stuck/jammed at around the 45mm mark on the channel. There was high friction observed when manually retracting I-beam to the fully retracted position. Afa confirmed that the distal end of the orange I-beam sheath was damaged as the sheath appeared to be bunched up within the clamp indicator window. When the instrument was installed on the system, initialization failed on multiple installs, likely due to high drivetrain friction caused by the damaged sheath. Disassembly of the instrument showed the sheath was cut/broken along its circumference, proximal to the snake wrist. A potential source of sheath damage are the semi-circular edges at the proximal end of the proximal clevis. There were small orange fragments were observed on the inner surface of the proximal clevis, near the proximal edge. It is possible that the sheath pressed against the proximal clevis edge causing eventual cutting of the sheath as the instrument was used. Afa then determined that the sheath did not break at the proximal clevis, but broke near the distal clevis. The instrument assembly was further disassembled and found the sheath was bunched up near the distal clevis. The clevis was found to have wear marks on one of the inner surfaces that the I-beam travels along. Fa noted there is evidence indicative of exposed metal on the I-beam running on the clevis bearing surface. There was no sharp edges observed on the distal clevis and the cause of the sheath damage was not established at this point.

Event description:
Refer for follow-up information.